Event description:
Contact is a female pt. She reported having two vertebroplasty procedures in 2007 and 2008. She reported that she was told that the product used on her was made by disc-o-tech. The first case was performed without issue. The patient fell during her rehab fracturing another level. After the second case, she was told by the orthopedic surgeon that something was wrong with the cement. She claims that her cardiologist has found traces of the cement in her heart. Patient wanted information about events of this nature. As an adverse outcome was reported, an MDR is filed to document this occurrence.

Manufacturer narrative:
Product used was manufactured by disc-o-tech and the catalog / lot / serial number is unknown. The event occurred prior to release of the depuy spine version of confidence in 2008. Thus the disc-o-tech catalog number was provided above. Root cause of the problem cannot be determined at this time. Events of this nature while rare are an inherent risk of the procedure.